Event description:
Additional information was received from the patient. The patient reported that adjustments to the controller were made and the stimulation was still too much to bear. X-rays were performed which showed no problem. A new program was given which did not improve the issue. The overstimulation was not solved. Legs, calves and feet were so overstimulated that the patient had difficulty walking. Due to the overstimulation they had foot swelling and were prescribed prednisone. The rep told the patient to finish their meds and then contact her. The rep also told the patient to turn the remote off. The patient was miserable and in extreme pain. The patient noted they would have kept a daily diary had they known this problem would continue for over a month.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) stated that "the batteries are not doing what they should be doing". Pt stated the batteries "before the charge (charging her ins) was like 100 (controller battery) over 70 (ins battery), and after she charged her ins the batteries were at 90 (controller battery) over 100 (ins battery)". Pt stated "then the next day 90 was on the top number, 60 below". Pt then clarified the issue is that she has been "overstimulated" and reported that she couldn't walk due to this and "fell down in a parking lot" and reported "it's horrible". Pt stated she usually has stimulation set at 2.7 and stated she decreased stim to .2 yesterday and stated "it was still stimulating so much that I couldn't walk". Pt stated this has been going on "for the last two or three days". Pt stated she spoke to mdt rep "stephanie" who told pt "this sometimes happens" and told pt to turn off ins and "see what happens tomorrow". Pt stated that mdt rep thought pt was "probably overstimulated". Patient services (pss) walked pt through checking therapy status on call. Pt stated she was on group a, program 1. Pt mentioned she tried changing to group b yesterday. Pt stated on call that her stimulation is off, but stated intensity was at 2.7. Pss walked pt through ensuring stimulation was off on call. Pt stated she could still feel stimulation in her feet even though stimulation was off and stated it felt "like crinkleys". Pt stated her feet "feel funny", but stated it is better with stimulation off. Pt denied any recent trauma/falls. Pt stated her managing hcp is dr. Taylor. Pt stated she has also seen dr. Scott adams. Pss reviewed role of ps and reps and redirected pt to hcp to discuss stimulation sensation.